Event description:
As reported, the 6" extension tubing bonded to the manifold burst during a 900psi power injection, spraying blood. There was no injury or pt complications. The used device will be returned for evaluation.

Manufacturer narrative:
Although it has been reported that the used device will be returned, to date it has not yet been received by the MFR. Upon receipt of the device and completion of the investigation, a follow-up medwatch will be submitted. The reported event is not occurring more frequently or with greater severity than is usual for the device.